Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was overheating and the blade was not rotating during the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that the motor was completely dead so could not perform the temperature test. Able to confirm the customer's complaint that blade was not rotating. The hi-pot test was failed and there was error code 15 on the power console. Motor cable assembly found faulty and needed be replaced. If information is provided in the future, a supplemental report will be issued.